Event description:
Spine screw broke inside pt. We were told to file a medical device report. Resurgery done to remove broken screw and fix. Original surgery date 2008. Implant used 10-vane nut, two cross-links. Pt suffered from post-op- erative infection resulting in reoperation to clean infected area approximately 2 weeks after surgery (primary). Second reoperation in 2009 to remove and replace loose screws. Broken screws were returned for inspection that were taken out the same day.